Manufacturer narrative:
The technician replaced all four casters to repair the stretcher.

Event description:
Information received indicates the casters will lock into brake, but will continue to swivel.